Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that the screen of their liberty select cycler went blank during the power up phase. The pdrn pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. At that point in time, the ts representative advised the pdrn to discontinue use of the cycler and a replacement cycler was issued. Upon follow up, it was confirmed there were no adverse effects or serious injuries experienced and no medical intervention was required as a result of the reported event. There was no patient involvement. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display did not function as intended. Part of the display became distorted; once a known good front panel replaced the original the display functioned as intended. The functioning inverter board and front panel assembly were removed from the cycler at the completion of the investigation. A voltage check was performed and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the transformer of the inverter board.